Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the light bulb on the processor exploding and the charred fuse component in the ac inlet of the power device could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The lamp from the light source was missing, and therefore could not be inspected. However, the rest of the evaluation revealed that the lamp life meter was reading at 400+ hrs. Scratches were noted on the lens. The lens base was cracked. The scope socket was worn out. The fuse components were charred on the ac inlet of the power supply, which would indicate a bad power supply. As noted above, the investigation is on-going, but if additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the lamp on their evis exera ii xenon light source "exploded" during preparation for an unspecified procedure. According to the initial reporter, the intended procedure was completed by changing to another procedure room and using a replacement device. Patient outcome was reportedly "perfect".